Event description:
It was reported that there was difficulty to operate the plunger rod of a bd ultra-fine¿ ii insulin syringe. This occurred once and no patient impact reported. The following information was provided by the initial reporter, translated from japanese to english: press the push button and it will return.

Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Initial reporter addr 1: address found by searching the hospital name on (B)(6): (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evalution ?: yes d.9. Returned to manufacturer on: 08-mar-2022. H.6. Investigation: customer returned a single 0.3ml syringe. The syringe¿s plunger defaults to roughly the 5 unit marking. The syringe could not draw water when attempted. Additionally, when depressing the plunger, it was noted that resistance increased toward the distal tip and the plunger would return to the 5 unit marking when released. Inserting a rod into the needle cannula found an obstruction towards the distal tip. The force of the rod was not sufficient to dislodge the obstruction. Due to the batch being unknown, no DHR review can be completed. Based on the sample received, bd was able to confirm the customer¿s indicated failure of the plunger being difficult to use as a result of the syringe clog. Root cause: root cause for this defect cannot be determined.

Event description:
It was reported that there was difficulty to operate the plunger rod of a bd ultra-fine¿ ii insulin syringe. This occurred once and no patient impact reported. The following information was provided by the initial reporter, translated from japanese to english: press the pushbutton and it will return.